Manufacturer narrative:
Section a4: during processing of this incident, no information regarding weight was received. Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ipg was inoperable and unable to communicate with neither the programmer nor the charger. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-op.